Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be cardiac arrest and respiratory arrest. An autopsy was not performed. The patient was not hospitalized at the time of death. Sixty-eight days prior to death, the patient had been hospitalized for nineteen days for multiple unrelated medical conditions. Treatment at that time included unspecified intravenous antibiotics. While the patient was hospitalized, peritoneal dialysis therapy was suspended. The patient had a temporary catheter placed into the right intra-jugular vein and was placed on hemodialysis therapy. After discharge from the hospital, automated peritoneal dialysis therapy was resumed and was ongoing until the time of death. It was reported that the patient was not connected to the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: reported additional information telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.